Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was going through batteries very quickly and time, date resets constantly. The customer's blood glucose was unknown. The insulin pump was going through batteries very quickly and time, date resets constantly, even when battery was out for less than 5 minutes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device failed to power up due to corroded battery tube compartment noted. Unable to verify a121 and a117 error.